Manufacturer narrative:
No sample was returned for eval. A review of the device history record for the reported component lot number found nothing that would cause or contribute to the reported problem. All process and test criteria have been verified as complying with the finished product spec. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There is no evidence to suggest any reason for potential product absorption, tensile or sterility concerns. Chemicals, equipment, process duration and process temperatures have been verified as satisfactory. Baseline report previously provided.